Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the moderately calcified vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for a vascular access intervention therapy (vaivt). During the procedure, the balloon ruptured at 6atm with inflation duration time of 10 seconds at the second inflation. The rupture occurred during dilation of the distal stenosis by applying the balloon from the area near the sheath. The device was then simply pulled out from the patient's body. The procedure was completed with the original device used. No complications were reported and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. It was identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from a longitudinal tear detected in the balloon material, stretching for 15mm in length from the proximal markerband towards the distal end of balloon. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. No issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the moderately calcified vein. A 5.00 mm / 2.0 cm / 50 cm peripheral cutting balloon was selected for a vascular access intervention therapy (vaivt). During the procedure, the balloon ruptured at 6 atm with inflation duration time of 10 seconds at the second inflation. The rupture occurred during dilation of the distal stenosis by applying the balloon from the area near the sheath. The device was then simply pulled out from the patient's body. The procedure was completed with the original device used. No complications were reported and the patient's condition was good post procedure.